Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation was done by analysis of data the day after the insertion of the edi catheter. The analysis determined that the edi catheter measured the edi-signal in a faulty position that was not in phase with the pressure. The edi catheter was positioned too far up. The positioning of the edi catheter was done using the neurobox positioning window. The neurobox has a slightly simplified graphical support in the positioning window. The malpositioning was not noticed. The clinical team believed that the patient did not breath clinically due to virus induced hypoventilation. The data analysis also showed that the patient was not breathing for long periods making it difficult to position the catheter. The patient was in backup ventilation for most of the period. The conclusion in the matter is that the reason for the malpositioning of the catheter was most likely a combination of misinterpretation of the positioning window in the neurobox and the belief that the low edi was caused by the patient¿s condition. H3 other text : data analysis.

Event description:
While analyzing ventialtory data from a ventilator used in a study using edi signals, it was noticed the edi catheter was malpositioned. Ii was far up and it was detecting other additional signals other than the intended signal from the diaphragm. This condition was not noticed by the user. There was no patient harm. Manufacturer¿s ref. #: (B)(4).